Event description:
The customer reported that the system displayed a precharge voltage error message that resulted in no x-ray functionality. There is no report of pt injury associated with this event.

Manufacturer narrative:
The customer canceled the svc call.